Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device replacement due to eri, automatic mode switching episodes were noted due to atrial noise. The noise could not be reproduced during provocative testing and no lead damage was noted during the replacement procedure or on imaging. The atrial threshold, sensing, and impedance values were all in range. No further intervention was performed, the lead remains implanted. The patient is stable.